Event description:
The machine was re-set up after previous problems with sialyzate flow rate. Ot was connected and during treatment, a "malfunction blood leak detect" alarm occurred. At that point, there was no possibility to return the pt blood in the set. Pt blood loss and treatment delayed.